Event description:
It was reported that after a gastric resection procedure, the patient had a post-op hemorrhage. The patient had a sleeve gastrectomy on (B)(6) in the morning. The surgeon used thr device with a gold cartridge to close the cut. Seeing that the homeostasis was not correct, the surgeon did several separated stitches in addition. Two days after, the patient had a hemorrhagic shock and had to be reopened on (B)(6). She had a laparoscopy to remove the blood clots but seepage was remaining in the middle of the staple line even after removing the clots. She was transfused with 4 kg of blood. Among the several post-operative complications, she had a bilateral atelectasis and bronchial spasms. She was followed-up in the intensive care unit but not intubated. To date, the patient is well and reportedly discharged the week of (B)(6) 2013.

Manufacturer narrative:
(B)(4). The analysis found that six cartridge reloads were returned inside their sterile package and in good visual condition. One cartridge was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the cartridge performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information unavailable. Additional information: what color cartridge was used throughout in the creation of pouch? Green then gold. Was buttressing material used? Not at all. Which firing was the bleeding noted intra-op? All of them. Where was bleeding noted? On all the length of the staple line. Was the site of the post op bleeding same site as the intra op bleed? At the top of the staple line. What is meant the gold cartridge used to close the cut? The echelon worked well.